Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system was checked and the medtronic representative found a piece of cloth/drape inside gantry moving parts that caused the gantry to jam for the second time. Cleared jamming and re-validate home three times. Tested door and found to be operational. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that they are unable to open the door of the imaging system to take the scan prior to a procedure. There was no patient present when this issue was identified. While troubleshooting, the rt tried rebooting the imaging system. Also attempted invalidating home to undock and redock the system. None of these methods resolved the issue. They switched to another imaging system for the upcoming procedure when the system became unavailable.